Manufacturer narrative:
(B)(4). The device was repaired on-site by a baxter field service technician. The condition was confirmed through a review of the event history. This complaint is an ancillary of (B)(4). The cause was determined to be damaged batteries. To correct the condition, the damaged batteries were replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pumps event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 814:01. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.